Manufacturer narrative:
Device technical analysis: visual microscope and x-ray inspection of the lead sc-2317-70 serial number (B)(6) revealed that multiple cables were completely broken 2 cm from the set screw mark of the clik x anchor at the bent-kinked location of the lead. There were no exposed cables at the clik x anchor site fracture location. The lead gets kinked after it exits the clik x anchor resulting in the reported complaint. Lead sc-2317-70 serial number (B)(6) was not returned for analysis. Device history record review: a review of the manufacturing documentation for the leads sc-2317-70 serial number (B)(6) revealed that no anomalies or deviations related to the even occurred during manufacturing. Investigation conclusion: the complaint of high impedances was confirmed through product analysis of sc-2317-70 serial number (B)(6). The probable cause has been traced to component failure.

Event description:
It was reported that the patient experienced a stab-like, burning pain and electric shocks after several falls. Upon assessing the issue, it was found that there were high impedances on the lead and difficulties were encountered with programming the device to cover the targeted pain areas. Patient was prescribed strong opioids and then underwent a revision procedure. During the procedure a small dura mater breach occurred; however, post-operative results were good.

Manufacturer narrative:
B3 date of event: (B)(6) 2020. H6 patient code 3191: no code available was used because there is not an equivalent FDA code for surgical intervention. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7070247.

Event description:
It was reported that the patient experienced a stab-like, burning pain and electric shocks after several falls. Upon assessing the issue, it was found that there were high impedances on the lead and difficulties were encountered with programming the device to cover the targeted pain areas. Patient was prescribed strong opioids and then underwent a revision procedure. During the procedure a small dura mater breach occurred; however, post-operative results were good.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(4).

Event description:
It was reported that the patient experienced a stab-like, burning pain and electric shocks after several falls. Upon assessing the issue, it was found that there were high impedances on the lead and difficulties were encountered with programming the device to cover the targeted pain areas. Patient was prescribed strong opioids and then underwent a revision procedure. During the procedure a small dura mater breach occurred; however, post-operative results were good.